Event description:
It was reported that this left ventricular (lv) lead was explanted because it had become dislodged. A new lv lead that was not manufactured by boston scientific was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted because it had become dislodged. A new lv lead that was not manufactured by boston scientific was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.